Event description:
It was reported by the distributor that the siderail linkage was bent, potentially creating a false latching situation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device evaluated and repaired by the distributor.